Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm, an off no power alarm, and an after battery change alarm. The customer's blood glucose level was 310 mg/dl. The customer was advised that the batteries were out of the device longer than the duration allowed, and that it was normal device behavior. The customer was advised to monitor the device and to call back if problems persisted.